Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. This MDR submission also includes a correction. The initial 3500a medwatch report did not include the medical device problem code of premature activation (a150103). This code has been added to this supplemental medwatch report. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description, the stent component was detached from the delivery system. The proximal and positioning coils were kinked and slightly stretched. Microscopic inspection was performed on the stent component. One strut was found kinked. The stent component was noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The reported issue in the complaint is confirmed based on the damaged delivery wire and stent. It is possible that excessive force was inadvertently applied during the device advancement which ultimately led to the damages found in the delivery wire and stent, and stent detachment. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9020401. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Corrected section: h.6 (the medical device problem code premature activation (a150103) was added). Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-mar-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9020401. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a stent-assisted endovascular embolization targeting the left ophthalmic artery aneurysm, when the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9020401) was being delivered to the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown), the stent was found prematurely detached from the delivery wire in the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 12-jan-2026, additional information was received. Per the information, the procedure was a stent-assisted coil embolization targeting an aneurysm on the left ophthalmic artery. An adequate continuous flush was maintained through the microcatheter. Aside from the reported premature stent detachment, there was no damage noted on the stent / stent delivery system. The replacement stent was 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed no negative impact on the patient and no delay to the procedure.